Event description:
Attempting to do a breast biopsy with an achieve 14ga x 11 cm, three needles out of a case of five failed to work properly. The achieve biopsy devices either misfired or the cutting cannula did not fire and they were unable to obtain a sample. On the second attempt, with the third achieve needle, the device finally worked properly and a sample was obtained. Further conversation with the customer revealed that a total of six attampts were made before a core biopsy sample was obtained.